Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that they are expecting to feel a shock when they need to use the restroom, but they are not getting any kind of sensation. Patient said that when they get a sensation, it's already too late and they have already urinated all of them self. Patient stated that this has been going on for more than a month. Patient mentioned that they attempted to connect to the implant about 2 weeks ago, but it shocked them right quick and they put it away because they thought it was working. Agent attempted to walk patient through connecting to implant, but patient was unable to connect. Caller stated that they thought the implant could be dead. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.